Event description:
The reported defect was described as: clips breaking upon discharge. Problem occurred during first initial attempts to apply clips intra-operatively. No pt injury or intervention reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.